Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited falling and low impedance. It was also reported the ra lead exhibited lead insulation defect. The ra lead was capped, abandoned and remains in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.